Event description:
It was reported that the injector luer lock n35c multipack experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the injector. According to the customer's report, leakage was found during infusion of the third agent (paclitaxel).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/27/2021. H.6. Investigation: one sample was returned for evaluation. Upon inspection of the product, no damage or other defects were observed that could have contributed to the reported defect and no leakage was observed. Five retained injector samples of lot 2001108 were used for additional evaluation. Functional testing was performed, no leakages from the luer connection or injector membrane occurred during testing that was performed. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane. A device history review was performed for reported lot 2001108 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause related to the injector or our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35c multipack experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the injector. According to the customer's report, leakage was found during infusion of the third agent (paclitaxel).